Event description:
Boston scientific received information that this atrial lead was exhibiting loss of capture due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
There was no change to the status of the lead. This product issue will be re-evaluated if additional details are received.